Manufacturer narrative:
No unexpected error test alarms or button error alarms noted during testing. The insulin pump passed displacement test and unexpected restart error test. The insulin pump had an intermittent button response on the up arrow button due to corroded keypad traces noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported an unexpected restart alarm occurring. The customer's blood glucose was 439 mg/dl at the time of incident. Customer treated their blood glucose with an insulin injection. Customer's current blood glucose was 406 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.